Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the 4-40 stud broken. No testing could be performed due to the returned condition. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
The device has a broken 4-40 stud. There were no other details available. There was no pt consequence.